Event description:
Revision surgery - due to soft tissue repair. The surgeon thought a new head, a smaller size would be better. Only the head was replaced.

Manufacturer narrative:
Hospital disposed device.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after 3.5 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report showed this is the first complaint for this lot. The root cause for the instability was most likely the patient's soft tissue issues as reported. There is no information reported that showed a material, design, or manufacturing problem with the product.